Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Radiographic review identified severe medial compartment arthrosis of the left knee with bone-on-bone apposition and knee varus, however, the reported event of pain could not be confirmed with the information provided. The device history records were not reviewed as the event was determined to be unrelated to the implanted device. Disease progression of osteoarthritis can continue in native bone structures as a patient continues to age. Other patient comorbidities, lifestyle, physical activities and some medications can increase the patient's risk for progressive osteoarthritis, with females having an inherent risk. Partial knee replacements are performed to decrease pain and increase flexibility, mobility and overall improve quality of life while being a less invasive approach. However, patients with disease progression of osteoarthritis in the affected joint develop knee pain and decrease in joint flexibility and as osteoarthritis progresses, a loss of cartilage in the previously unaffected area of the knee can deteriorate to a point in which the patient may be advised to convert to a full knee replacement to alleviate symptoms. The root cause was determined to be traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: concomitant devices - zimmer unicompartmental knee precoat femoral component right med/left lat catalog#: 00584201302, lot#: 62670062, zimmer unicompartmental knee articular surface size 3 10mm catalog#: 00584209310, lot#: 62274423. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left partial knee arthroplasty revision due to pain approximately ten (10) years post-operatively. All components were revised and the patient was converted to a total knee arthroplasty. Attempts have been made; however, no additional information is available.